Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier was not closing the clip onto the vessel. The clip would just fall off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred while attempting to clamp on a vessel/tissue bundle. The clip did not fall into the patient. The clip would not come off the instrument. The size clip was a green medium load. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The event occurred on the second clip attempt. The site obtained another instrument to resolve the issue. There were no photos or videos.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 3 of 3 attempts. The instrument was fully functional. Additional findings not related to the customer-reported complaint: the instrument was found to have a cracked clamping pulley inside the housing.